Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.0/0.5/134 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - it was later reported that on (B)(6) 2023 the lens was exchanged with a shorter length lens and this resolved the problem. The patient is happy all is fine! Claim#: (B)(4).